Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was showing an alarm message ¿electrical test fail code #119¿ on its display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that found that there is an "electrical test fail code 119". Actually the fse had observed and checked the machine as per technical manual and found "front end board" is being suspected to be defective as per the error message. Then the fse had further found that they requires this part for the testing purpose from which the further diagnosis will be done after the replacement of this part: front end board. There is no involvement of the patient during this incident and no harm reported. Later as per telephone discussion with customer, they has self repaired the equipment.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).